Event description:
It was reported that while entering the right ventricle, the protective sleeve of the delivery catheter exhibited ballooning while shooting contrast. The delivery catheter and leadless pacemaker (lp) were removed. The patient then experienced low blood pressure and pericardial effusion resulting in tamponade. Pericardiocentesis was performed to resolve the event. The lp was successfully implanted with a new delivery catheter. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.